Event description:
It was reported to boston scientific corporation (bsc) that an rf3000 radiofrequency generator was to be used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the generator did not boot up during preparation. The generator was reset and then booted up normally. Although it was reported that the user felt uncomfortable using the device after this event, the procedure was completed successfully with the same rf3000 radiofrequency generator. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an rf3000 radiofrequency generator was to be used during a hepatic radiofrequency ablation (rfa) procedure. According to the complainant, the generator did not boot up during preparation. The generator was reset and then booted up normally. Although it was reported that the user felt uncomfortable using the device after this event, the procedure was completed successfully with the same rf3000 radiofrequency generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: the device was returned to the bsc (B)(4) technical service center. Evaluation of the returned device included a functional test, an electrical safety test, a performance test, power strip overload testing, and operational testing. No issues were found. The condition of the returned device was not consistent with the complaint that the generator would not boot up; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.